Event description:
Caller reported a malfunction on the pump, specifically with malfunction code malf 16-0x20e6. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump and advised the customer on using a backup insulin pump in the meantime. The caller was informed they would receive a replacement pump with updated software and understood the instructions about putting the pump into storage mode prior to returning it. The replacement pump was sent with a requirement for a signature upon delivery, and the caller was instructed to return the faulty pump using a prepaid label within 10 days.